Manufacturer narrative:
One sample was returned for analysis. No discrepancies were found upon visual inspection. No leak was found in the returned sample. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Related files: 3012307300-2019-05253.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the customer heard a voice leak sound. The device was replaced with a new one and no voice leak sound has been heard. No patient injury occurred.